Event description:
It has been reported to philips that the allura system did not start. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. The diagnosis procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the device did not start. Upon functional testing, the fse found that the bios battery voltage was low. The philips engineer replaced the bios battery. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.